Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported resistance during use of a 0.035 inch guide wire could not be reproduced. A patency test with a device compatible 0.035 inch guide wire could be performed without difficulties. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Improper flushing of the device may be a potential contributing factor to this type of event. Furthermore, a hydrophilic-coated guide wire can become stuck in the delivery system if not kept wet throughout use. As reported, a hydrophilic-coated guide wire was used and the system had been flushed prior to use and was kept wet during use. On the basis of the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Also the IFU states: "the bard e-luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guide wire."

Event description:
It was reported that during a stent placement procedure, resistance was felt during advancement of the stent delivery system over a 0.035" guide wire and the system got stuck after being advanced 20 cm. A new delivery system was used with a new guide wire, however, there was also resistance felt. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or further procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stent placement procedure, resistance was felt during advancement of the stent delivery system over a 0.035" guide wire and the system got stuck after being advanced 20 cm. A new delivery system was used with a new guide wire, however, there was also resistance felt. There was no reported patient injury.